Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead during a remote follow-up. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.